Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no sound from the device. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there were no sound when the device was powered on. It is known that the device was in use at the time of the event. No adverse event occurred. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction. Although the speaker was confirmed to be functioning per specification during testing, but it was indicated by the customer that there were no sound when the device was powered on at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.